Event description:
(B)(6), an rn in the ICU, called into the emergency support program line to request support with the balloon pump, which was set up and working appropriately. The esp team reviewed a screenshot that showed poor ECG conduction. The esp team had (B)(6), the primary nurse, change the electrodes with a dot of doppler gel on the back to improve conduction. The esp team reviewed a second screenshot after the electrodes were replaced that showed appropriate numbers and waveforms. As the patient had ectopy, the pump was not pumping with every beat. The esp team again encouraged them to move the electrodes with a dot of doppler gel closer to the heart or hugging the heart. The ECG waveform improved. The esp team also discussed line maintenance, augmentation expectations, and provided an overview of hemodynamics and counterpulsation. (B)(6) texted the esp team a picture of a disconnected lead message on the pump with ECG artifact. She then called and explained they had spent the last hour or so trying to improve the ECG. She stated that at times it would say lead disconnected even though all the leads were on the patient. Another nurse from the cath lab was on the unit and stated that the fiber optic was working and it was the gold standard. The esp team had a lengthy conversation with (B)(6) about why ECG for triggering and pressure waveform, either fiber optic or transduced, for timing is the best way to achieve optimal therapy. The esp team had (B)(6) move the ECG electrodes closer to the heart. There was still poor conduction. When asked how much doppler gel they were applying, (B)(6) stated the electrodes already had gel. The esp team explained the extra gel is important because it helps conduction. She placed gel on the electrodes around the heart, resulting in great ECG conduction. The patient continued to have ectopy, showing the balloon inflating through the ectopic beat. The esp team had (B)(6) place the pump in semi auto with pressure trigger. The pump pumped for a short time then alarmed irregular pressure trigger with a lower heart rate than the monitor showed. The esp team explained to (B)(6), after reviewing videos, that the patient¿s ectopic beats were not perfusing, which in turn allowed the pump to stay inflated longer on some beats. The esp team encouraged her to place the pump in standby and see if the ectopic beats had an arterial pressure waveform if the patient could tolerate the pump in standby. (B)(6) needed to prioritize patient care. No patient harm or injury was noted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(type of investigation, component codes).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions), h11 . An ECG trigger is used when the pump synchronizes inflation and deflation based on the patient r wave. The ECG signal can be acquired directly from skin electrodes or from an external bedside monitor. The system adapts the detection threshold to changes in qrs amplitude and suppresses motion artifact. Pacer spikes are displayed as gray vertical lines when pacer triggering is active. Causes of ECG trigger issues as per instructions for use (IFU) 1. Poor electrode contact or expired or damaged electrodes. 2. Incorrect electrode placement or inadequate skin preparation. 3. Motion artifact or electro surgical interference. 4. Weak ECG signal amplitude or pacer interference. 5. Faulty ECG cables or lead wires.

Event description:
N/a.